Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate lv250 ruptured during patient use. The device was infusing a patient with a solution of 1150 milligrams folic acid in 250 milliliters 0.9% nacl when the reservoir ruptured. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the device evaluation has been completed or if additional information becomes available.